Manufacturer narrative:
Battery, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the device could not be performed since the device was not returned for evaluation. The premature switching events were most likely caused by a communication error between the controller and batteries. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02810 and 3007042319-2015-002811) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Reportable event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02810 and 3007042319-2015-002811) submitted for devices related to the same event. Battery has not been received.

Event description:
The patient complained of unusual battery power switching. The batteries were replaced with no reported effect on the patient. Investigation is ongoing.